Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm mega suturecut needle driver instrument for failure analysis investigation. The instrument was analyzed and was found to have a hole near the carbide insert on one grip. The carbide insert was returned, the hole measured roughly 0.020¿ in size. The mating grip surface exhibited partial coverage of brazing material.

Event description:
It was reported that during central processing, the 8mm mega suturecut needle driver instrument had a hole underneath, inside the jaws. There were no reports of patient involvement.